Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking at the base. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking at the base. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the chamber dome had pulled out of the base below one the ports. The dome also had a crack below the other port. A lot check revealed no other complaints with a similar root cause for the lot number provided. Conclusion: the hospital reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. This suggests the chamber was damaged post production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [(B)(4)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". (B)(4).